Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The insulation beak failure is mechanical component problem, but the cause of the insulation beak failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the inner sheath had the ceramic tip of sheath broken. The issue occurred during reprocessing. There were no reports of patient harm.